Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2016. According to the report the patient was experiencing epigastric pain and an increase in cerebrospinal fluid volume. The report stated that the device was explanted on (B)(6) 2016. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.